Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was bent. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of material twisted/bent was confirmed. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. DHR review was performed and the device passed all tests prior to its distribution.